Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ schaedler agar with vitamin k1 and 5% sheep blood biological contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "media contaminated."

Manufacturer narrative:
H.6. Investigation: this statement is to summarize findings on the complaint against bd¿ schaedler agar with vitamin k1 and 5% sheep blood, plate, 90 mm x 20, catalog number 254042, lot number 1264050. Event description: it was a plate being affected by contamination. Complaint history review: the complaint history has been reviewed for a period of 12 months and no similar issue was registered for this complained batch number. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory and no deviations were observed. Sample analysis: the retain samples were reviewed and no deviation could be detected. Neither return samples nor picture illustrating the issue were shared. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. This product does not have an sal (sterility assurance level) claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. Please note that the valid standard for these products is din en 12322 "in vitro diagnostic medical devices - culture media for microbiology". According to this standard the contamination rate for each product lot must not exceed 4.9%. Based upon our continuous monitoring, we derive a contamination rate that falls below this specified value. According to our high quality standard, we only release product batches to the market with an aql (acceptable quality level) = 1.5. Although this contamination level is very low, we cannot completely exclude that a customer may receive contaminated plates. Investigation conclusion: neither pictures nor samples were provided to run the analysis. Furthermore the batch was complained after the expiry date of the product. Based on those arguments, the complaint was not confirmed for contamination. We would suggest to set aside, and not use, any prepared plated media that does not meet the appearance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual).

Event description:
It was reported that while using bd bbl¿ schaedler agar with vitamin k1 and 5% sheep blood biological contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "media contaminated.".